Event description:
The patient was recharging the neurostimulator more than expected. The implantable neurostimulator battery went from 100% to 25% charged in about 18 hours post implant. The device was programmed to use 6 electrodes in each program. The amplitude was 4-5 volts with a pulse width of 450 microseconds and a rate of 60-80 hertz. Two leads were implanted. The right lead was used intermittently and the left lead was used all the time. There was good coupling while recharging. The patient "topped off" the battery at recharge. The field representative reprogrammed stimulation to use 3 electrodes in each program and decreased the pulse width to 330 microseconds and the rate to 60 hertz. The amplitude was 7.3 and 5.1 volts. Impedances on electrodes 4 and 6 were greater than 40,000 ohms. After reprogramming, the implantable neurostimulator required recharging every 3-4 days.

Manufacturer narrative:
For frequent recharge.